Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft in 2013 (an exact date was not given). On (B)(6) 2018, the patient presented with acute abdominal pain. A type 1a endoleak and blood clot (thrombus) surrounding the left kidney were discovered on the computed tomography (CT). A treatment plan was discussed but the family has decided against treatment. The patient was reported as hemodynamically stable.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a 1a endoleak and thrombus surrounding the left kidney. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined. The final patient status was reported to be hemodynamically stable. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Additional information: the patient was initially implanted with an afx bifurcated stent graft on (B)(6) 2014.